Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the level 1 hl-90 alarm was not working. There was no sound and the leds were not lit during the alarm test. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board, which was determined to have damaged or missing led components. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device main board was replaced and the device passed all testing.